Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving saline via an implantable pump. The indications for use was non-malignant pain. It was reported that the patient was hearing a single, solid beep for 5 seconds coming from the pump every hour. The manufacturer representative (rep) stated that pump logs showed a low reservoir alarm on the 22nd but the pump was filled and updated after that alarm occurred. The manufacturer's technical services specialist (tss)  reviewed information related to concurrent alarm with the interrogation of synchromed ii pump and motor stall recovery alert. Tss reviewed how to silence alarm by hitting active alarm button on tablet and doing a pump update. The troubleshooting steps that were taken on the call resolved the issue.